Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device delivered inappropriate anti-tachycardia pacing (atp) and tachy shocks due to an episode of atrial fibrillation (af) with rvr. All programmed therapy was delivered and therapy was exhausted. No adverse patient effects were reported.